Manufacturer narrative:
Visual review found one of the caps broken off from the plate. Functional evaluation found the remaining locking caps of the returned plate functioned as intended when rotated in the cw direction, and did have a positive stop. Page 18 of this system surgical technique states that this anterior cervical plate system includes an attached locking cap mechanism. The lock detail has a positive stop that prevents the cap from turning more than 90° clockwise. Avoid turning the locking cap counterclockwise as this will detach the cap from the plate. The event description does not specify direction of rotation. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination. The above observations is consistent with incorrect direction of assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical stenosis for which she underwent anterior cervical fusion at levels c4-c7. Intra-op, the plate broke. After the screws were inserted, the locking mechanism was turned and did not have a stop, it was turned more and the top part broke off. The screws were taken out and a new plate was put in and secured. No patient complication were reported for this event.